Manufacturer narrative:
After notification of this incident, the maintenance records for the machine were reviewed. On november 11, 2024, the machine received its regularly scheduled preventative maintenance where no mechanical issues were noted. The patient was the third of eight treatments that day. Five treatments were performed after the patient's treatment using the same machine with no known complications. Since the patient's treatment, there have been 188 treatments performed on this machine with no known complications. An investigation into this event is underway. It is unclear whether the event is related to the device. A supplemental MDR will be submitted as needed as the investigation evolves.

Event description:
On (B)(6) 2025, we were notified that the patient passed away after having an extracorporeal shockwave lithotripsy treatment using the piezolith 3000 triple focus machine. The patient was treated on (B)(6) 2024 and passed away on (B)(6) 2024. An investigation into this event is underway. It is unclear whether the event is related to the device. A supplemental MDR will be submitted as needed as the investigation evolves.

Manufacturer narrative:
The healthcare professional submitting the report provided additional information and communicated that based on the user facility's ((B)(6)) investigation and inquiry into the patient event there was no concern with the function or the use of the device, and there was no belief that the device contributed to the patient's death.

Event description:
(B)(6) report notes that the patient had a diagnosis of right renal stones. Right extracorporeal shock wave lithotripsy was performed on (B)(6) 2024. No complications during procedure noted. The reporting healthcare professional did not report any device malfunctions or complications during the procedure. The day after the procedure involving the device, the patient was discharged to home with his daughter with written and verbal discharge instructions.